Manufacturer narrative:
Investigation summary customer returned (1) loose 3/10cc syringe. Customer states that the thumb press broke off. The syringe was returned with the plunger broken. A review of the device history record was completed for batch# 9224158. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure (broken plunger) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced product damage while still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: complaint 2 of 2 material no: 328291 batch no: 9224158. Verbatim: consumer reported that the thumb press broke off of two syringes, both from the same bag on two different dates while attempting to release the air from the syringes. Consumer does not re-use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced product damage while still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: complaint 2 of 2. Material no: 328291 batch no: 9224158. Verbatim: consumer reported that the thumb press broke off of two syringes, both from the same bag on two different dates while attempting to release the air from the syringes. Consumer does not re-use.